Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Full e1 address establishment name: (B)(6).

Event description:
It was reported the video system center had an e226 scope detection not working error, even after contacts cleaning. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d4 serial number additional information: d8, d9, h3, h4, h6 three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was likely due to a faulty optical fiber. A conclusive root cause was not identified. Olympus will continue to monitor field performance for this device.